Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reports receiving a hazard alarm while wearing the pod. The patient reports they could not apply a new pod as they had no pods left. Once at the hospital the patient was transferred to the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital intensive care unit after 4 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.